Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the acetabular cup associated with this report was not received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a previous left total hip arthroplasty using pinnacle and corail through an anterior approach. Patient has spontaneously dissociated her pinnacle liner. Patient is brought to the or to have a liner and head exchange on the left side. The corail stem was removed for full visualization of the pinnacle socket. Upon examination it was confirmed that the pinnacle liner was no longer seated in the socket and had in fact dissociated. The inner locking mechanism on the pinnacle socket was examined and it was determined by the surgeon that the locking mechanism was not damaged during the pinnacle liner dissociation. The pinnacle socket was retained. A new pinnacle liner was inserted, as well as a new corail stem, and new biolox delta ceramic head. Doi: (B)(6) 2019; dor: (B)(6) 2019, left hip.